Event description:
Blood glucose results of "137 mg/dl" with a lifescan meter and "79 mg/dl" on a laboratory device, performed within 11-20 minutes of each other. Between the tests, there was no intervetion that would be expected to change the blood glucose. A potential malfunction in terms of accuracy. The control solution was replaced.